Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to check the footswitch and try a different probe. The facility did not request service. No samples were returned for evaluation. No additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported experiencing intermittent cutting with the probe during a vitrectomy procedure. The cutter was exchanged but the issue persisted. The surgeon completed the case with the same console. There was no injury or harm to the patient. The case was delayed approximately 10 minutes.